Manufacturer narrative:
The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. Investigation summary: customer returned (2) open 7mm, 23g pen needles without the tear drop label. Customer states that there is a question on the ID measurements. Both returned pen needles were scanned using the CT scanner in order to measure the ID on the patient end and non patient end of the cannula of both samples. All measurements fall within specifications and no defects were observed on either of the samples. A review of the device history record was completed for batch# 7283570. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use, the 23g etw x 7mm pen needle EU was tested for injection force failure with a "diameter .04597 ± 0.005 mm" pin gauge, and sent for measurement via a CT scan. Eleven measurements were taken per needle, and all were found to be below the minimum design tolerance of "min ¿ 0.0190¿ = 0.483 mm". This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "this record is being raised for notification to understand the supplier controls surrounding needle ID testing. The batches referenced in this record passed incoming inspection and were released for use in commercial production. Injection force (if) failure during finished device release testing resulted in pt&d to examine the needle ID with a pin gauge (diameter .04597 ± 0.005 mm). The pin gauge only checks that the ID is larger than the pin gauge but does not provide variable data. It was then decided to send a small sample size of needles out for measurement via CT scanning. The dcp needle cannula ID is specified on the needle specification at 0.0190¿ ¿ 0.0205¿ and is defined as a defect on the bd customer specification. 8 dcp needles used during release if testing were sent for cannula ID measurements via CT scanning. 11 measurements were taken per needle. Of the 88 measurements taken, all 88 were found below the minimum design tolerance (min ¿ 0.0190¿ = 0.483 mm). Additionally, 6 of the 8 needles came from the same needle batch (needle batch 312948); 1 of the 8 needles came from needle batch 311581; and 1 of the 8 needles came from batch 294955."